Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due cuff atrophy. The entire aus was removed and replaced with a new one. No patient complications were reported.